Manufacturer narrative:
Date sent to FDA: 3/1/2017.

Manufacturer narrative:
(B)(4). Date sent to FDA: 02/03/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and a mesh was  implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.